Event description:
Pt undergoing right vats wedge lung biopsy. Disposable auto suture port broke into 2 pieces, leaving small piece in pt's chest; surgeon immediately retrieved and removed piece with a clamp. The pt tolerated the procedure well; no harm to pt related to this event.